Manufacturer narrative:
E1: initial reporter address: (B)(6) g1: device manufacturer address 1: (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set leaked at the connection to the non-baxter catheter. This was observed during patient use; normal saline was in the line. New tubing was placed to resolve the event with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date (update ni to n/a), h3, h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.